Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The drawer and all cubies were off the bus. The drawer was also not lighting up or receiving power. As per part investigation, it was that determined that thermal damage on the 3v supply area of the ic u300, compromised the drawer's functionality however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 02apr2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of failed drawer was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the bd field service engineer (fse) reported that the drawer was not on the bus. Found pyxibus controller dead. Replaced the pyxibus controller. Customer tested the station. During dchu visual inspection: p/n 151903-01: received with signs of thermal damage on ic u300. During dchu testing: p/n 151903-01: no further tests are required due to visible thermal damage observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).